Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review was not performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical record was received for evaluation. Therefore, the investigation is confirmed for the reported migration. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A review of the reported information indicates that model unknown filter vena cava filter allegedly experienced migration. The information was received from a single source. This malfunction involved one patient with no patient consequences. A 39 years old female patient weighs 335 lbs.

Manufacturer narrative:
The lot number was not provided for the reported malfunction, therefore a lot history review could not be performed. The device was not returned for evaluation, however medical records were provided and reviewed. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
A review of the reported information indicated that model unknown filter vena cava filter experienced migration. The information was received from a one source. This malfunction involved one patient with no patient consequences. The (B)(6) year old female patient was (B)(6) lbs.